Event description:
Additional information reported that the patient desire to have their implantable neurostimulator (ins) removed because it was caused more pain than before implant. It was noted that the patient had the stimulation on constantly day and night (with a lower setting at night). In addition, the patient stated that by (B)(6) they were in so much pain they could hardly walk and had the ins was off since then. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received which reported that the patient did not have concerns with her device or therapy. However, it was also indicated that the patient still had concerns regarding her device but was working with her healthcare provider (hcp) or manufacturer's representative. An appointment date of (B)(6) 2013 with the patient's hcp was noted. Follow-up with the patient's hcp indicated that the patient was seen for a first consult on (B)(6) 2013 during which the patient was advised to have stimulation programmed and analyzed by a manufacturer's representative. No further information was reported.

Event description:
It was reported that the patient experienced a 'loss of therapeutic effect.' It was additionally reported that the patient had been dissatisfied 'with the efficacy of the device since the start.' It was also reported that the patient believed the stimulation was not 'doing the job that it was intended to do' and that she 'still had pain.' The patient reported that 'some days were rough days' for her pain and that she had multiple pains that were 'not her original pattern.' It was further reported that the 'stimulation was covering her original pain' and also that 'she couldn't turn it up too much.' The patient noted that 'her husband had been turning it up/down or zapping for her, but it was not the same.' The patient reported that she had 'an additional pain near her left kidney area.' The patient further stated that this pain had 'started within the past month' of report and that it had 'nothing to do with where the implant was.' It was additionally reported that the patient was scheduled to have 'surgery on her right great toe' on (B)(6) 2013. It was later reported that the patient experienced 'a lot of pain.' The patient further reported that the 'device hadn't worked well for her.' The patient stated that she 'hadn't gotten therapy in the right location.' She further stated that she was 'barely getting coverage in the middle of her back' and instead received 'stimulation more down her legs and right leg.' The patient also reported that the stimulation 'did help, but only a little bit.' The patient further reported continued concern with the product after initial report. The patient was redirected to her health care provider. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Event description:
Additional information received reported that patient cannot tolerate the stimulation. Patient felt it was hurting instead of helping. Patient had tried different programming to alleviate problem but had not had success. It was noted that the patient wanted the device removed. Patient stated the device has caused ¿more grief than anything.¿ patient had difficulty walking.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).